Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is a stirrer motor bearing damage due to environmental conditions in which the motor worked. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may led to rust formation at the level of the balls of the bearing preventing the motor shaft from rotating freely.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor which was replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during routine cleaning. There was no patient involvement.